Event description:
It was reported that the device was explanted after an implant duration of approximately 86.77 months. Through follow-up, it was learned that the reason for explant was mitral stenosis.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up with the surgeon's office, only a copy of the operative report was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.